Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes / wrench codes) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to c22 having a broken solder joint. The root cause for the c22 broken solder joint was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was receiving a service codes / wrench codes.